Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26, indicating an occlusion issue. The customer's blood glucose level exceeded 500 mg/dl, marked as "high" on the monitor. The customer took corrective action by administering a correction injection via mdi and later changed the infusion set and cartridge to resume insulin delivery. No third-party assistance was required, and the call ended before all troubleshooting was completed.